Manufacturer narrative:
(B)(4). Retainer ring = black on (B)(6) 2021 the customer reported damage around the screen. Pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched lcd window, damaged display window cover, cracked keypad overlay, scratched case. The scratches on the lcd window are severe enough making it difficult for the user to read and navigate the menus. In summary, the customer¿s report of damage around the screen was confirmed during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had insert battery alert after several batteries. Insulin pump was dropped and there was a crack at rim of the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.